Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction requiring CABG which is considered permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008 with no predilatation performed prior to stenting of the proximal rca with one xience v des stent. No procedural complications were reported. In 2009, the patient experienced a myocardial infarction and was rehospitalized with class IV angina. A diagnostic coronary angiography was performed and a coronary artery bypass graft was performed on the target vessel in the proximal rca. The patient was discharged from the hospital three weeks later. No additional event or patient information is available.

Manufacturer narrative:
.